Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 23apr2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported issue "fh aux drawer 7, multiple cubies not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that full height aux drawer 7 was not detected on the bus. The back panel was removed, and the drawer controller board led was found flashing. The fse inspected bus wire and found cut marks present on bus wire. The 6- drawer bus wire was replaced. All connections on the controller board were re-seated. During dchu visual inspection p/n 121085-01: was received with dented marks, black marks and exposed copper strands, these conditions indicate thermal. During dchu testing p/n 121085-01: no further test was required due to thermal damage and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 7 cubies were not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.